Event description:
Nurse was performing a therapeutic plasma exchange procedure on an as104 blood cell separator. Over 2500 ml of plasma had been removed from the pt when the hemolysis alarm sounded. The nurse noted red cells in the waste plasma bag. The return pressure alarm also sounded four times. The procedure was terminated and the nurse did not reinfuse the extracorporeal volume the pt was noted to have tea colored urine. Although the rptr said that there may have been a kink in the prc return line, she did not observe it in this case, but she stated that she had had previous kinks near the air detector chamber on other occasions.